Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported that the cause was not known. They got a new doctor and were working with them on their back.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was caller reported that for the last 3 weeks they had noticed that their implant battery wouldn't hold a charge longer than 2-3 days. Caller stated that they used to be able to go a month without having to charge their implant. Agent asked and caller confirmed they had not received any error messages and they were still able to charge their ins to 100%. The caller noted that the last couple of days they could feel the stimulation in their legs and reported their therapy had been reprogrammed maybe 2 months ago. Caller confirmed they had fallen within the last week and had fallen "probably about 15 times" since the last time they charged their implant; caller noted they had an equilibrium problem. Agent reviewed information and the patient was redirected to their healthcare provider to further address the issue. Caller did mention their back starts hurting when their charge goes down (agent understood that to mean when ins battery depletes).